Event description:
Additional information reported that the patient had also missed her follow-up appointment that was scheduled on (B)(6)-2012. It was indicated that the patient was in a skilled nursing home facility in (B)(6) and her pump was being managed there until her return which was unknown.

Event description:
It was reported that the necessary care was being coordinated for the patient with the physician. The pump was delivering lioresal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced withdrawal. It was noted that the patient missed her refill date on (B)(6)-2012. It was indicated that the patient heard an alarm on (B)(6)-2012. The patient experienced a return of symptoms, shaking uncontrollably and went to the emergency room (ER) on (B)(6)-2012 and was admitted. It was noted that the patient was still shaking. The patient was rescheduled for her next refill on (B)(6)-2012. The outcome of the patient and event was not provided. The drug delivered via pump was unknown. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011-(B)(6), product type catheter. (B)(4).